Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) due to charge time measurement of 17.9 seconds. The health care professional (hcp) discussed that it appeared the device declared eri too soon. Technical services was consulted and discussed that the device did not declare eri prematurely. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.